Event description:
It was reported that during a ureteral stenting procedure stent damaged occurred. They put the flexima usk/6/26 in to position and when he tried to remove the suture from the flexima, the stent kinked. He felt that was a direct result of the force applied on the system to remove the suture. He experienced difficulties in removing the suture without removing the entire stent system, therefore the system remained inside the patient and the kink would be corrected at a later date. Since the kink in the stent will not allo fluid to drain between the kidney and bladder, he was forced to place a flexima apdl to allow the built up fluid to drain externally in to a bag. The patient's status is listed as stable

Manufacturer narrative:
Device evaluation by manufacture:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)